Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: a visual inspection found no issues with the housing and that the guidewire lumen intact. A 0.014¿ guidewire from the lab could be loaded through the device tip and exit the proximal end of the guidewire lumen without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a turbohawk plus. The device was prepped as per the IFU with no issues. It was reported that the device did not enter the patients body, the spider was was positioned in the popliteal space. As they loaded the device on the spider wire, significant resistance was met about halfway down the wire to the point they were unable to advance any further. They removed the device, with difficulty, and loaded a different thp-m on the same wire and finished the case successfully. No patient injury.